Event description:
The customer reported that falsely depressed free triiodothyronine (ft3) results were obtained on 4 patient samples on an atellica im 1600 analyzer. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate atellica im 1600 analyzer and the sample identified as sz468115r02 was also repeated on the original analyzer. The repeat results recovered higher than the erroneous results. The repeat results were considered correct and the repeat results from the alternate analyzer were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ft3 results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed free triiodothyronine (ft3) results were obtained on 4 patient samples on an atellica im 1600 analyzer. Quality control (qc) and calibration were valid at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and observed reagent volume check error on reagent 1 (r1) probe, replaced reagent volume check (rvc) board, reagent probes on reagent arm 1 and 3, primed and raised reagent 1 (r1) probe, reagent 2 (r2) probe and reagent 3 (r3) probe, checked reagent probe alignments, ran auto check, which recovered acceptably. The customer ran qc, which recovered within the acceptable ranges. The service actions performed by the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.